Event description:
It was reported that the usb cable was damaged and would no longer work to charge the pump. There was no reported impact to customer's blood glucose level. Replacement cable was sent to the customer.

Manufacturer narrative:
Device not returned.